Manufacturer narrative:
It was reported that the patient underwent cystoscopy and transvaginal excision with closure of eroded mesh on (B)(6) 2001 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh removal in (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to vaginal prolapse with concurrent exploratory laparotomy, lysis of adhesions, right salpingo-oophorectomy, mesh sacaral colpopexy and modified and burch bladder neck suspension. It was reported that following insertion the patient experienced vaginal bleeding, vaginal infections, pain during urination and intercourse, pelvic pain and skin inflammation. It was reported that patient underwent mesh revision/removal on (B)(6) 2004 due to mesh protruding and skin was inflamed- per plaintiff fact sheet. No additional information was provided. (B)(4).